Event description:
Infection; severe knee flare; knee effusion. Info was received on 11-apr-2007 from a physician via a sales rep regarding a female patient with a medical history of osteoarthritis, who experienced and infection, a severe knee flare and knee effusion. The patient received one injection of synvisc on an unk date into a knee and experienced a severe flare in that knee on an unk date. The physician described the flare as a "red hot swollen knee". The knee was aspirated on an unk date and one week later the patient came back to the physician with an infection and was hospitalized. At the time of this report, it was unk if the patient had recovered.